Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged short battery life and was treated by emergency services for low blood glucoses. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No pump error 25 noted during testing or in the formatted history file. Pump trace download analysis confirmed the pump had charge/battery anomaly [(B)(6) 2021 17:33 / (B)(6) 2021 15:08], alarmed low battery alert [(B)(6) 2021 08:02 / (B)(6) 2021 08:03 / (B)(6) 2021 05:37 / (B)(6) 2021 19:05], power loss alarm [(B)(6) 2021 18:04] due to moisture damage on pcba 1. The motor had moisture damage. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, pillowing keypad overlay and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to verify customer alleged for low blood glucoses. Short battery lifetime confirmed due to moisture damage on pcba 2. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No pump error 25 noted during testing or in the formatted history file. Device trace download analysis confirmed the pump had charge/battery anomaly, alarmed low battery alert, power loss alarm, replace battery alert, and replace battery now alarm due to corroded electronic assembly. The motor had moisture damage. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, pillowing keypad overlay and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service was called due to low blood on march 8, 2021, with blood glucose of 44 mg/dl. The customer was treated with some gel at home. Customer had leukemia going on for two years. It was unknown whether the customer was using the auto-mode feature. The insulin pump will be returned for analysis.